Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was hospitalized for a 24 hour stay due to a hypoglycemic event. The patient was also wearing an omnipod insulin pump. At an unspecified time during the event, the patient¿s cgm was reading 209 mg/dl while the bg meter reading was 135 mg/dl. No patient symptoms were reported. No treatment details were provided. The patient was in ¿good¿ condition at the time of report. Data was evaluated for (B)(6) 2026 and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.